Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced inaccurate cgm values unknown days after the sensor was inserted in the abdomen. On (B)(6) 2024, the day of the event, the patient lost consciousness, fell and had seizures while preparing a meal. The emergencies were called, and the patient was treated with baqsimi. When a fingerstick was taken the cgm reading was 79 mg/dl and the blood glucose reading was 40 mg/dl. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.